Manufacturer narrative:
The pump was returned to animas for evaluation. Evaluation revealed a damaged solder connection in the power circuit.

Event description:
Pt received emergency room treatment for elevated blood glucose levels.